Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a corflo cubby low profile gastostomy device was placed during an enteral feeding device replacement procedure. According to the complainant, approximately 4 weeks after placement, the cap of the button could not be closed and the nutritional supplement leaked from the button. Another corflo cubby low profile gastostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".